Event description:
Lasik - induced keratoconjunctivitis_sicca - dry eye syndrome- and lasik - induced high order aberrations, which resulted in a loss of normal contrast sensitivity during the day and in dim light and at night I have ghosting, star-bursting and halos. I am unable to drive at night. While I had 20/20 visual acuity, the quality of my vision has been greatly reduced as reflected by the corneal topography and wavefront aberrometry. The dry eye means my eyes are constantly uncomfortable and I can't use my eyes as much. Date of lasik in 2003. Diagnosis or reason for use: refractive surgery.